Event description:
It was reported that during implant procedure of this lead, the pace parameters were abnormal. It was also mentioned that the physician attempted multiple implant positions, however, the capture threshold was repeatedly high. The lead was subsequently removed and replaced prior to pocket closure to complete the procedure. No adverse patient effects were reported. The lead is not expected to be returned for analysis.